Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The doctor reported to sales rep that due to the accidentally falling down of the patient 1 month ago after surgery, a hoffman 3 pin-hole connector was disconnected and the stability of the assembly was lost. The patient came to hospital and hoffman system was adjusted with another connectors in order to be restored the stability.